Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that on (B)(6) 2023, a surgery was performed for treatment of a tibia fracture with the ria 2. When the system was properly assembled and entered the medullary canal, resistance was observed, but the surgeon decided to continue, and the product began to present failures due to excessive force that was applied to it. The reamer head began to drip metal shards into the bone, and the hose bent. There was no considerable involvement of the patient. It was noted that this was the second case with the same surgeon, and it was observed by radiographs that the insertion point for entry of the system was not the most appropriate. This report involves one 11.5mm reamer head for ria 2 sterile. This report is related to (B)(4), which reports the other case involving the same surgeon. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility phone number was reported as (B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6 manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument release to warehouse date: 11-may-2022, expiration date: 01-apr-2032, part number: 03.404.019s, 11.5mm reamer head for ria 2-sterile, lot number: 779p423 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22347 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m019, ria 2 reamer head 11.5mm, lot number: 394p083 . Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 16-mar-2022 was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from vacu-braze inc. Dated 25-feb-2022 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52 - 55 hrc. Certificate of analysis supplied to (B)(4) from banner medical dated 28-oct-2020 was reviewed and determined to be conforming. Raw material certification supplied to (B)(4) steel dated 27-jul-2020 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.